Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at elective-replacement voltage level, consistent with normal projected longevity.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was discharged.